Event description:
Information was received confirming the patient's identity and vns information. A search of obituaries confirmed the patient's date of death. No relevant surgical intervention is known to have occurred to date.

Event description:
It was reported that the patient passed away due to probable sudden unexplained death in epilepsy (sudep). No additional or relevant information has been received to date.